Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device preparation, excessive rf alert was observed. The device was able to communicate ¿wand only¿. There was no patient involved, the device was not implanted.